Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 12.0 mg/ml at 6.594 mg/day, clonidine 500 mcg/ml at 274.76 mcg/day, and bupivacaine 30.0 mg/day at 16.486 mg/day. The lot number was unknown. Indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). There was a possible catheter occlusion and a possible pump failure. The patient had 18.0 ml of residual medication refill, and the amount should have been 2.7 ml. A dye study was done on (B)(6) 2016 to check patency, and the catheter was found to not be patent. No alarms were found in the event logs of the pump. The patient was prescribed oral meds to combat withdrawal symptoms if any were experienced. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" at the time of this report. The pump and catheter had not been replaced but would be replaced in the coming week (as of (B)(6) 2016). There were no symptoms reported. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2017-05837 [pump malfunctioning/underinfusion] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2016-04740 [volume discrepancy; catheter occlusion].

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [30.0 mg/ml] at a dose of 16.486 mg/day, clonidine [500 mcg/ml] at a dose of 247.76 mcg/day, and dilaudid [12 mg/ml] at a dose of 6.59 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the expected residual volume (erv) was 6.6 ml and the actual residual volume was 10.0 ml at the refill that day. It was indicated that the bupivacaine [30.0 mg/ml] at a dose of 16.486 was deleted and no longer in the new drug cocktail that consisted of clonidine [233 mcg/ml] at a dose of 274.93 mcg/day and dilaudid [5.4 mg/ml] at a dose of 6.3718 mg/day. It was noted that the patient was scheduled to have the pump replaced next week. It was at first stated that the pump had been malfunctioning/underdosing the patient and that was why it was being replaced, and then stated that the hcp didn¿t know why they were replacing the pump. No further complications were reported. Information omitted pertaining to bridge bolus error, see pe#(B)(4) additional information received from a healthcare professional (hcp) on 2017-mar-17 reported patient did not experience symptoms of malfunction. High unexpected reservoir volumes were noted at a refill on (B)(6) 2016. A dye study was performed on (B)(6) 2016 with a manufacturer representative present. It was noted the cause of the pump "malfunctioning/underdosing" was unknown. It was noted to perhaps be related to rapid weight loss. The patient's weight at time of event was approximately (B)(6). The affected pump was implanted on (B)(6) 2014. It was noted that patient was scheduled for a revision on (B)(6) 2017. The patient had a large rapid weight loss between (B)(6) 2015 and (B)(6) 2016 of approximately 75-100 pounds. At office visit on (B)(6) 2016 the chief complaint was left leg pain. The patient returns for regularly scheduled pump refill with no interval changes in pain symptoms. Patient has had a 100 pound weight loss by history since gi bleed. Physical exam: general appearance: middle aged female in no acute distress. The patient's vitals were stable. The abdominal exam showed the pump to be situated properly with telemetry evaluation showing it to be functioning properly in the simple continuous mode. The diagnosis was chronic regional pain syndrome one of the left leg. The procedure was for a pump refill. The patient was prepped with betadine and draped. Using a 22-huber needle, the pump was accessed and 18 cc of clear fluid was withdrawn. The reservoir volume on the telemetry evaluation was 2.7 cc. A 40cc of usual mixture consisting of dilaudid (hydromorphone), bupivacaine, and clonidine was then slowly re-infused. The pump was reprogrammed to reflect the change in reservoir volume with the rate kept the same, and patient was discharged with a refill date for (B)(6) 2016. The logs did not show any difficulties since last pump refill, so hcp was at loss to explain the change in the discrepancy in reservoir volume (there has been no alarms). It was noted that if the volume discrepancy recurs on patient's return, then they will have the patient's pump replaced. Notes from (B)(6) 2016 reported the patient was presenting with potentially failed pain pump device. Preoperative diagnosis was potentially failed pain pump and the postoperative diagnosis was failed pain pump/system. The anesthesia was noted as local. The patient was placed in the supine position, and the location of the pain pump was in the right lower abdomen. Once the patient was identified the area was prepped and draped in appropriate sterile fashion. Utilizing fluoroscopic guidance, the access port was identified utilizing fluoroscopy. A 22 gauge needle provided by manufacturer representative (rep) was inserted into the access port, utilizing aspiration and several attempts were made to aspirate, and very little amount of fluid came out of the aspirate. A 0.5 cc of isovue-m-300 was injected into the access port. No contrast was visualized in the catheter; the majority of the contrast was visualized after the access port and created a silhouette of the pain canister itself. This was noted as unexplainable and when questioned the rep, they did not have an answer not had they seen something similar to this. None of the contrast dye was spilling out of the access port area as several views were made to assure proper placement. Again contrast dye was aspirated out, the same amount 0.5cc and additional of 0.5cc of contrast dye was then injected again with similar results. No extravasation. At this point, it was ascertained that there was potential pump failure and/or catheter failure. Namely at the beginning of the catheter at point of every entry from the pump to the intrathecal system prior to the intrathecal space. Again, no contrast dye was visualized in the catheter itself. A (B)(6) study was then performed, the rollers did rotate demonstrating proper movement of the rollers in the pain pump itself. This was performed via taking subsequent views of utilizing the fluoroscope prior and after the roller study. Rotation was observed. A sterile dressing including band-aid was applied. The patient tolerated the procedure well and was brought to the recovery room in excellent condition. There were no intermediate complications. The discharge orders were noted to discharge the patient home today ((B)(6) 2016). It was noted that patient may resume normal activity in 1 day. The patient was to follow up healthcare professional, and will schedule replacement/revision of the pain pump system including but not limited to pain pump itself, catheter insertion site, and catheter itself. The risks and benefits were explained to the patient, and patient agreed risks including but not limited to bleeding, infection, epidural tearing, and hematoma. Patient would like to move forward with revision and patient was to contact hcp office. It was noted they will schedule a day to do this. On (B)(6) 2016 the patient was in for a pump refill with programming. Patient was placed in a supine position. The pump was localized in the abdomen. The area was prepped and draped in the appropriate sterile fashion. Preoperative and postoperative diagnosis was noted as chronic pain. The patient was again placed in a supine position. The pump area was prepped and draped in appropriate fashion, and utilizing a kit with needle, the center of the diaphragm into the 40cc container, 22cc of aspirate was removed consisting of dilaudid, clonidine, and bupivacaine. A 40 cc was infused as replacement. The needle was then removed and programming was infusion mode of daily dose change 0% and simple continuous was dilaudid 6.594mg per day, clonidine 274.76mcg per day, and bupivacaine 16.486mg per day. A sterile dressing including band-aid was applied. The patient tolerated the procedure well and was brought to the recovery room in excellent condition. There was no immediate complications, and the patient was discharged home same day. It was noted the patient may resume normal activity in 1 day. The patient was to follow up with healthcare professional. On (B)(6) 2016 the patient returned for a regularly scheduled pump refill. The patient woke this morning with weakness in the legs and went to the emergency room by ambulance. The patient was in no acute distress and motor strength of dorsiflexion, plantar flexion, extensor hallucis longus, quads, and hip flexion were all 5/5 on the left and 4/5 on the right. The reflexes in the patient's knees and ankles were unobtainable. Sensory was reduced to pin on the right leg distallyon the medial and lateral aspects. The diagnosis was chronic regional pain syndrome, one of the left leg. The procedure was for a pump refill. The patient was prepped with betadine and draped; and using a 22-gauge huber needle, the pump was accessed in one pass and 8cc of clear fluid was withdrawn (the computer stated there was 3.2cc). A 40 cc of patient's usual mixture was then slowly reinfused into the pump consisting of dilaudid 12mg/ml, clonidine 500mcg/ml, and bupivacaine 30mg/ml with the dose that was kept the same at 6.6mg of dilaudid, 275mcg of clonidine, and 16.5 mg of bupivacaine. It was noted they were still working on getting the pump replaced since it is not delivering the amount that the computer states it was delivering, although this particular refill showed less of a discrepancy than had been present before. Nonetheless, the pump still needed to be replaced. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that the cause of volume discrepancy was unknown. The volume discrepancies and catheter not being patent issue had been resolved, the unit was replaced on (B)(6) 2017. The explanted device was believed to be in possession of a company representative. Office notes indicated that on (B)(6) the patient was seen, the active diagnosis was radiculopathy, lumbosacral region, opioid dependence, uncomplicated, chronic pain syndrome and long term current use of opiate analgesic. Active allergies;penicillin-mild rash-generalized, phenothiazine-mild itchiness, rash generalized. Medications-baclofen 20mg oral tablet 1/5hrs, desogestrel & ethinyl estradiol 0.15-30mg-mcgoral tablet 1qd, gabapentin 300 mg oral capsule 1qd, liothyronine sodium 25 mcg oral tablet 1 qd, oxycodone with acetaminophen 10-325mg oral tablet qid, trazodone hcl 150 mg oral tablet 3 tabs qd. Pats medical history (B)(6) 2017 pain pump replacement, (B)(6) 2016 vsat done, 2004 itp pain pump replacement, 2007 itp implant, 2002/1996 shoulder surgery. Ongoing medical problems-obesity, asthma, thyroid issue, ulcer, family health history; cervical cancer. Pre-op diagnosis; radiculopathy, lumbosacral region, opioid dependence, uncomplicated, chronic pain syndrome post op diagnosis; same. The patient had an existing pain pump, an intrathecal catheter was disconnected and needed to be reattached, potential surgery complications were explained, goal of therapy was to improve her symptoms and quality of life. Patient was taken to operating room after signed consent and placed in the prone position on the operating table. Pre-op anti-biotics were given to prevent infection, sterile prep with alcohol and chlorhexidine was done and the sterile drape was placed, skin wheals were raised and appropriate skin entry points. An incision was carried down to the catheter in the paraspinal region, a new connector was attached to the catheter and the wounds were closed with 2-0 suture, 3-0 suture and 3-0 monocryl. Sterile strips and bandage was placed, patient was turned supine and taken to recovery, observed for 30min and discharged in stable condition with a full set of wound care instructions, to follow up in clinic within 1-2 wks. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-jun-29. It was reported that the pump sn (B)(4) was implanted on (B)(6) 2014 and was explanted on (B)(6) 2017 but the hcp was not certain of that day. It was also noted that the pump was explanted (B)(6) 2017 because the patient had unexpected high reservoir volumes. The patient had an illness with a rapid weight loss of approximately 100 pounds. After that illness when the hcp refilled the pump they had an anticipated volume of ¿like under 4 ml and it was 18 ml¿. Over the next year, the patient slowly regained that 100 pounds. Right before the patient¿s device was explanted and replaced they were having low volumes again but the hcp didn¿t know if the device was working properly or if it would have a problem in the future. The patient had a dye study which showed some abnormalities. The hcp decided to replace it. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. . If information is provided in the future, a supplemental report will be issued.